Event description:
A malfunction was reported by the customer; however, no notable events occurred prior to the issue, and there was no adverse impact to the customer's blood glucose level. The malfunction was identified with a code that was resettable. The customer had not previously reset the pump for this malfunction. Technical support provided pump reset information and assisted the customer with resetting the pump, after which the malfunction code did not recur. The customer was informed that they could continue using the pump and to contact technical support if the issue reappeared.